Event description:
Boston scientific received information that this patient with this right ventricular lead and device showed a drop in shocking impedances which were out of range. The patients data shows that this trend has happened once before and recovered almost immediately. This system was implanted a year ago. A request for further information and review was requested from technical services. An alert has been triggered due to low out of range shock impedances. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received via remote monitoring system that high shocking impedances were triggered. At this time no additional information is available. Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information was received which noted that per recommendations and assessment from technical services, a one month follow up has been scheduled.

Manufacturer narrative:
A review of the out of range shocking impedances was done by technical services. Noted that the values which were out of range and low were suspected to be environmental and possibly caused erroneous values. A request was made by technical services for a time/date stamp of the measurements. The field representative noted that the clinician spoke with the patient and the patient had been in a workshop when the values were recorded. There was no inappropriate episodes and all electrocardiograms were free of nose. Further review of the out of range shocking impedances was performed by technical services and is ongoing.

Manufacturer narrative:
A review of the latitude website confirmed that the on two occasions the shock impedance has dropped for a single day 50-60 ohms. The remainder of the data shows a stable trend between 70-80 ohms. Further review of the presenting egm shows clean/artifact free right ventricular and shock channels with appropriate sensing. Technical services further discussed that the small test signal used for the lead impedance test reduces the signal-to-noise ratio which can result in fluctuations when emi is present during an impedance measurement. Typically, if "noise" is detected in the follow-up environment, "noise" will be reported to the user. In some cases with daily measurements, we observe a large fluctuation of +/-40-60 ohms. Considering the stable measurements throughout the year with only 2 single measurements dropping 50-60 ohms and recovering is suggestive of an outside signal. Evaluating the system was discussed to determine the root cause of the out of range shock impedances. At this time the system remains implanted.